Event description:
It was reported by a pharmacy worker who had got in contact with us to report that the patient was at the pharmacy and was having problems with connecting the pod. The patient came to the phone and explained that he is using the eros system but was prescribed pods for the dash system by mistake. In the middle of the conversation the patient mentioned that he has just come back from the hospital after spending 1 week in the hospital due to dka. We could not obtain more information due to the call ending prematurely. A task will be created in order to call the patient and retrieve the missing information. Once new information becomes available we will file a supplemental report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.